Event description:
Consumer complaint of low blood results. Customer normally ranges in the morning between 150 mg/dl to 165 mg/dl. Ran back to back blood test resulting in 138 mg/dl and 133 mg/dl. Reviewed memory: (morning results listed below were fasting with no medication). (Evening results were 2 hours after meals). Based on parkes error grid analysis, the bias between the lowest result in memory (59) and the highest normal result (165) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
Product not returned for evaluation. (B)(4).